Event description:
It was reported that a screw split from tightening. The screw was placed in s1 and tightened. When the thread hit with cortical bone, the screw head ripped on tightening. The screw was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4): visually confirmed one segment of the bone screw hex tip is broken outward consistent with bend stress overload, likely due to intraoperative misalignment of the interfacing instrument. The above observations are consistent with bend stress overload.